Manufacturer narrative:
Additional information was added to h6. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis after the use of a seprafilm used during a total abdominal hysterectomy and bilateral salpingectomy. The patient was operated on due to uterine fibroids with a complication of moderate cervical dysplasia. One sheet of sepraflim was applied to the pelvic floor. Postoperatively, the patient developed pain at the time of abdominal closure. A CT scan was performed, which revealed an increase in the amount of air. Bacterial culture was not performed. The patient subsequently improved. On the day following the onset of peritonitis an open abdominal surgery was carried out. The cavity was irrigated with 10 litres of normal saline, seprafilm removed, and the abdomen closed. The patient had since recovered and was discharged from the hospital. No additional information is available.